Event description:
It was reported that during a preparation for a treatment procedure, a microcatheter separation occurred. Prior to removal, the 130x30 renegade infusion catheter was flushed in the hoop. When the renegade catheter was removed a complete separation of the microcatheter was noted. The procedure was completed with another 130x30 renegade infusion catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).